Event description:
Implant didn't achieve osseointegration, primary stability was achieved (spinner - but no lateral mobility), implant was completely covered with bone, no thread tap used. Despite submucosal healing and thick gingiva, connective tissue healing. Everything was irritation-free. Probable mechanical load due to partial prosthesis, which was only worn again after 10 days.